Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva meter 1. Reference medwatch with patient identifier (B)(6) for aviva meter 2.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 458 mg/dl (aviva meter 1) and 86 mg/dl (aviva meter 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.